Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a no message alarm went off. There was no patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the cassette was returned for investigation. The sample was received in used condition with its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, or cut that could cause the failure mode reported. The sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. The sample could be connected, prime and run without problem, no overpressure alarms. Complaint was not confirmed. The failure mode could not be duplicated by functional testing. No fault was found. No root cause was determined as complaint was not confirmed. No corrective actions taken as complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).